Event description:
The customer observed falsely elevated troponin-I results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 0.145 ng/ml, repeated less than 0.04 ng/ml twice. Sid (B)(6) initial 0.088000 ng/ml, repeat 0 ng/ml. The customer's cutoff is 0.04 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of non-conformances and deviations, a review of labeling and accuracy testing. No adverse trend was identified for the product and no quality issues were found. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Multiple retests of the sample produced inconsistent results indicating a possible sample integrity issue. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4) additional sid (B)(4). An evaluation is in process.